Event description:
It was reported that the ventricular lead had dislodged and was pulled to the inferior vena cava (ivc) as indicated via fluoroscopic image. In addition, it was noted that the ventricular lead experienced non-capture at 5 volts though the polarity was changed. The ventricular lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).